Event description:
The customer reported that the philips information center ix (pic ix) application is alarming, but there was no audible sound from the computer. There was no adverse event r patient harm reported.